Event description:
This lead was implanted on (B)(6) 2011 and was capped on (B)(6) 2013 due to an unknown lead issue. The physician is dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).